Event description:
The patient was admitted to the hospital for removal and replacement of her bilateral replicon breast implants secondary to the rupture of the left breast implant. These implants had been placed 20 years ago at the time that bilateral surgical subcu mastectomies were performed for fibrocystic breast disease.